Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision and the patient was administered a topical antibiotic for a month.